Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: ventilator alarmed with tf341009, tf346054, te 231036 and switched to safety mode 385002.